Event description:
It was reported that an ilet user attempted a firmware update that did not complete, after which insulin delivery stopped and the user could not verify delivery on the pump; blood glucose rose to 580 mg/dl until insulin delivery resumed the following day. Symptoms included hyperglycemia, headache, feeling unwell, and sleepiness. Outcomes included no lasting health consequences or impact once insulin resumed. Troubleshooting and education were provided, and the investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.